Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01698, -01700, 01701.

Event description:
Allegedly, patient was revised for pain, difficulty walking, and leg length discrepancy right revised on (B)(4) 2015.